Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose a-t device after a percutaneous coronary intervention of the left anterior descending coronary artery. Reportedly, when the plunger was pulled, no suture was present. A second perclose a-t was used with the same results. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device is being reported under a separate medwatch MFR number.